Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The water filter maj-2318 was returned to olympus medical systems corp. (Omsc) on november 29, 2021. Omsc checked maj-2318 and found that reddish brown and black substances were attached. As a result of elemental analysis and organic qualitative analysis of the water filter, nitrogen was detected as the main component in the black substance. It was also found that other components may include aluminum, calcium, carbonate, sulfur, cellulose and the like. From the following investigation results, the reddish brown substances may be iron rust and black substances may be proteins. The extended cleaning process time may have been caused by iron rust, protein, or other substances in tap water adhering to the water filter. In addition, the origin of each substance may be: the iron rust may have come from the plumbing used around the device. The protein may have come from dirt on the endoscope or from the user's sebum. Other detected aluminum, calcium, and carbonates may have come from tap water, chemicals, and components used near the device. Sulfur and cellulose may have been detected in the components used in the filter. In addition, cellulose can be a protein-nutrient mold. Omsc determined that the clogging had occurred because the water filter had been operating for more than a month. The device was shipped to specifications. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported that the cleaning process time was extended from 18 minutes to 21 minutes. The user surmised that the cause was a clogged water filter maj-2318. In addition, the user changed the water filter once every six months. The last time the water filter was replaced was (B)(6) 2021. There was no report of patient injury associated with the event.

Manufacturer narrative:
An olympus representative instructed the user facility when to properly replace the water filter because the handling of the device by the user facility deviates from the instruction manual. The user facility usually replaces the water filter semi-annually, but no problem occurred, so the user facility requested an investigation into the cause of the clogged water filter. The water filter maj-2318 is planned to be returned to olympus medical systems corp. (Omsc) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.